Event description:
National joint register outlier analysis - link lubinus pf knee. Hosp njr index # (B)(4). Complaint description: wear of pe component.

Manufacturer narrative:
We contacted the surgeon several times to get as much info as possible of this case. Unfortunately, the available info is deficient to draw any conclusions out of it. The reason for the wear of the polyethylene component remains unclear. This event occurred outside of the u.s. And involved a product that was mfg outside of the u.s. However, because the lubinus total patella guide replacement prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.